Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged battery issue was verified, but the low blood glucose issue could not be verified. H10, h6: remove 3221, b4 h10, h6: remove 3221, b4.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery was depleting quickly, resulting in the pump shutting off. The customer reverted to an alternate method of insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained.